Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 09/19/2014 with the following results: black box shows consecutive alarms. The pump powers ¿on¿ with a hard alarm, unable to clear, and unable to verify all steps. The reference voltage was found below specification but when the c38 component was removed, the reference voltage returned to specified levels. The pump was able to power ¿on¿ and to exercise with no further alarms. Confirmed that device evaluation results are on the correct pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to d4 serial number. Submitted on 9/24/14: the correct serial number for this complaint is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted call service alarm cs 127 three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.